Manufacturer narrative:
Subject device was not explanted. Synthes is unable to provide the MFR, PMA/510k number and/or the date of manufacture as no product was returned and no lot number was provided.

Event description:
A device report received indicates a patient status post nail and spiral blade implantation, date unk, returned to surgeon, date unk. It was discovered the spiral blade became loose in the nail. It was noted stability was ensured as a angular stable locking system was used for the proximal screw. The product was not removed. This is two of two reports for this event.